Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who stated that she "was taking a shower and it collapsed." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The end user exceeds the weight capacity for the device. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.